Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported medication was prescribed due to pain in lateral knee side.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Patient presented with severe pain in the lateral side of left knee 7 months post operation, possibly related to the device and the procedure. It was further reported that the issue was not serious and the patient was recovering. At the 1 year follow up visit (5 months after the report of pain), the pain is still present in the same location but is improved to ¿mild¿ and reported as recovering. No treatment with medication or procedure. Based on the information provided, no clinical determinations can be made and no further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for all the listed batches of product, except one prior complaint for the listed batch of insert. Without the actual products involved, our investigation cannot proceed. If the devices or new information are received in the future, this complaint can be re-opened. No further actions are being taken at this time.